Event description:
The customer reported that the insulin pump did deliver insulin by itself. It was stated that the device delivered 9.3 units while staying in the school. It was mentioned that they went to the clinic and they believe it was a device issue. Checked the carelink report for that day, and the bolus wizard was programmed for 0 carbohydrates, and a minute later was programmed for 300 carbohydrates. Troubleshooting was performed, and the insulin pump was functioning as designed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.